Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was cleaned, and the unit was returned to service. The customer contact reported there is no patient information available. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the adjustable pressure limiting valve was sticking causing a loss of ability to manually ventilate. There was no report of patient injury.